Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the manufacturing facility for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a normal test/inspection, it was reported that the device had all (battery, attention and wrench) icons illuminated. The reported issue could be an indication of the device failure to power on and inability to deliver defibrillation therapy. There was no report of pt use associated with the event.